Event description:
X-ray tech fractured their wrist while attemting to turn the steering arm from the opposite side of the system. Checked system steering for operation. Steering was smooth with hesitation. A system operates as intended. No other reported incidents of this nature. Operation of steering handle is covered in operators manual. There is an illustration in the operators manual showing how the operator should move the system. User was in an awkward position to operate handle safely.